Event description:
It was reported that the battery longevity from this implantable pacemaker had decreased from 1.5 years remaining to zero, over the course of six months. The physician alleged that the battery was exhibiting premature depletion. An emergent surgical revision procedure to replace the device is anticipated to resolve the event, but this has not yet occurred. No further details have been provided regarding the procedure. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.